Event description:
A doctor reported that the customer was hospitalized for high bgs. The contact wanted to know what was bolused for last two weeks. The pump was not available for testing at the time of call. A day later, the doctor called back to troubleshoot the pump. The device passed the tests. However, it was found a leakage at the luer connection. In addition, a lead screw was completed and the insulin exited. Advised the doctor that the pump is working properly and to call to help line for further assistance.